Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 22085 and the data files were returned and analyzed. The data files indicated 15 applications were performed with the returned balloon catheter and a non-returned balloon catheter 2af283 with lot number 80583. The files indicated the system notice 50032 ¿outer vacuum compromised¿ was triggered on the first application. Visual inspection of catheter showed the balloons were pierced since there was blood inside. Verification of the smart chip file indicated the catheter was used for one injection on the date of event. The performance test was unable to be performed due to the previous damage. The pressure test and dissection revealed double balloon breach. Further dissection did not show signs of a lifted thermocouple (tc) or leak detection wire. In conclusion, the balloon catheter failed the returned product inspection due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.